Manufacturer narrative:
Device evaluation summary: the field service engineer (fse) inspected the device and verified the reported issue. The fse found that the expiratory limb and expiratory filter of the patient circuit was occluded. The fse replaced the exhalation flow sensor (evq). The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that note on a 980 ventilator stated "severe occlusion; open safety valve". The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
The exhalation valve flow sensor (evq) was returned for failure investigation. The evq was attached to the failure investigation test ventilator for analysis. The ventilator was powered up and no errors were recorded in the diagnostic logs. The ventilator failed the ¿flow sensor calibration¿ generating the following error message on the graphical user interface display screen: a visual inspection of the evq under a scope revealed contamination of the hot wire element. This contamination insulates and damages the hot film element. The preventive maintenance section of the 980 operator's manual gives instructions on preventive maintenance procedures and frequency for expiratory and inspiratory limbs, bacteria filters, water traps and drain bags. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information updated in section a2 through a6 if information is provided in the future, a supplemental report will be issued.